Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 400 mg/dl and was lowered with insulin injections. The customer indicated that the cartridges and syringes are reused.

Manufacturer narrative:
The t:slim pump user guide states to only use single-use, disposable t: slim cartridges. The efficacy of the t: slim pump can not be guaranteed if cartridges are filled more than once. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.